Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced chest pain, dizziness, vomiting, and shortness of breath on (B)(6) 2021. The patient was taken to a private clinic by his parents. The doctor found a very high level of acetone and referred the patient to the emergency room. The blood glucose level was measured in the emergency room and showed a value between 600 - 620 mg/dl. At the same time, a test was performed with the patient's meter and the result was 90 mg/dl. The patient was admitted to the intensive care unit and stayed for two days. He was treated with intravenous fluids and received other unknown treatments. The patient was discharged on the morning of (B)(6) 2021.